Event description:
It was reported following a cerebral aneurysm coiling procedure, an 8f angio-seal vip was selected for use in the right femoral arteriotomy. Two needle punctures were required before safe passage into the common femoral artery, a 7f introducer sheath was used and the patient received 7,000 units of heparin. No pre-deployment angiogram was obtained and the device deployment was stated as being smooth. The device was placed in the artery but not deployed for 2 to 3 seconds whilst the groin area was wiped. Post procedure, the patient's foot became dusky with sensation changes as pedal pulses were absent. A cta and ultrasound revealed a common femoral artery (cfa) blockage and the patient was taken to the theatre. A local endarterectomy was performed which showed a dissection and that the footplate had been caught behind a large posterior calcified plaque and pulled that up upon deployment, thereby occluding the superficial femoral artery and the profunda femoris arteries. The endarterectomy removed the plaque and the angio-seal plug was not mal-deployed. Upon reflection, the physician stated a pre-deployment angiogram may have shown the plaque, however, the device would still have been used regardless.

Manufacturer narrative:
No product was returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated complete by an appropriate signature and date. The review determined the process was performed and completed in accordance with st. Jude medical specifications and procedures. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the manufacturing traveler and the product analysis. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.